Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely user-related due to the snorkel procedure (off-label) of the left internal iliac at the initial case. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent, and snorkel of the left internal iliac (off-label). Approximately two (2) years post initial procedure, the patient presented with abdominal pain; cta detected a contained rupture of the right iliac aneurysm and graft thrombus on the left side, with no endoleak. Also, the patient was reportedly non-compliant with follow-ups. The physician elected to treat the patient by converting to open repair on (B)(6) 2018. The patient tolerated the procedure well. There have been no additional patient sequelae reported.